Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a micro-volume extension set disconnected and subsequently leaked. During a lipid infusion, ¿somehow had become disconnected from patient and was spilling on floor¿. The lipids were connected onto the y-site connector. The infusion was stopped, and the tubing was changed out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.